Event description:
Boston scientific received information that the patient implanted with this device system endured a decreased heart rate of 40bpm. The patient was admitted and upon device interrogation, the device was seen to have previously been reprogrammed from ddir to vvir for an unknown reason. The right ventricular (rv) lead pacing impedance measurements in unipolar were greater than 2,500 ohms. Rv lead fracture was suspected. Device memory was saved to a disk for further review. Review of the data did not indicate that any resets nor any reason for device reprogramming was found. Information was received that the patient's physician had previously reprogrammed the device to vvir, resulting in intrinsic-based pacing for approximately five months. A revision procedure was performed and the rv lead was surgically abandoned. The device was explanted. A new device system was successfully implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.